Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a display that was flickering. It is unknown under which circumstances the event occurred or if there as any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( health effect ¿ clinical code, type of investigation, investigation findings and investigation conclusions) h10, h11. Corrected fields to: b5, b6, b7, d1, d4, d10. Repair service order (so) # (B)(4), dated 13.07.2022 for "customer reported display is flickering". The fse checked all display connections and re-connected them to rectify the problem. The unit was verified to be working properly. There were no parts listed as removed/replaced.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a display that was flickering. It was noted that there was no patient involvement.

Event description:
N/a.